Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services taking antibiotics for an infection. Upon follow up, the pdrn stated the patient was hospitalized for a urinary tract infection and possible sepsis on (B)(6) 2022. The urinary tract infection and possible sepsis were unrelated to pd therapy or the use of any fresenius product(s), device(s) or drug(s). Following presentation of the patient¿s symptoms, peritoneal effluent fluid cultures and a white blood cell (wbc) count were taken in the hospital on (B)(6) 2022 that presented no growth in the culture and a wbc count of 2319/mm3. The patient was diagnosed with peritonitis with two potential causes. It was reported that the suspected cause was attributed to the preexisting uti with potential cross-contamination from the patient. Alternatively, the patient felt hospital staff did not take all aseptic precautions while providing pd therapy during this hospitalization. The patient was prescribed intraperitoneal (ip) vancomycin and ip ceftazidime for two weeks frequencies and dosages for both antibiotics unknown, and an oral antibiotic given to the patient upon discharge, unknown type, dose, frequency and duration. The patient was able to undergo continuous cyclic pd (ccpd) therapy on a hospital provided liberty cycler for the duration of the admission. The patient was discharged to home on (B)(6)2022 and recovered from this event while remaining asymptomatic. The patient continues ccpd therapy on the same liberty select cycler at home post-discharge. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a hospital provided liberty cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum (1). The cause of the patient¿s peritonitis was attributed to either cross-contamination from a preexisting uti as reported by a medical professional or non-adherence to aseptic technique during pd therapy by hospital staff as reported by the patient. Both accounts involved the potential for touch contamination by the patient and/or hospital staff during pd therapy and provided no indication this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s). Non-adherence to aseptic technique is the leading cause of transmission of peritonitis causing pathogens (2). Though the effluent fluid culture presented no growth, a reduction of symptoms in response to antibiotic therapy provides evidence of a resolving peritonitis infection (2). Therefore, the hospital provided the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services taking antibiotics for an infection. Upon follow up, the pdrn stated the patient was hospitalized for a urinary tract infection and possible sepsis on (B)(6) 2022. The urinary tract infection and possible sepsis were unrelated to pd therapy or the use of any fresenius product(s), device(s) or drug(s). Following presentation of the patient¿s symptoms, peritoneal effluent fluid cultures and a white blood cell (wbc) count were taken in the hospital on (B)(6) 2022. That presented no growth in the culture and a wbc count of 2319/mm3. The patient was diagnosed with peritonitis with two potential causes. It was reported that the suspected cause was attributed to the preexisting uti with potential cross-contamination from the patient. Alternatively, the patient felt hospital staff did not take all aseptic precautions while providing pd therapy during this hospitalization. The patient was prescribed intraperitoneal (ip) vancomycin and ip ceftazidime for two weeks frequencies and dosages for both antibiotics unknown, and an oral antibiotic given to the patient upon discharge, unknown type, dose, frequency and duration. The patient was able to undergo continuous cyclic pd (ccpd) therapy on a hospital provided liberty cycler for the duration of the admission. The patient was discharged to home on (B)(6) 2022 and recovered from this event while remaining asymptomatic. The patient continues ccpd therapy on the same liberty select cycler at home post-discharge. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Corrected information.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services taking antibiotics for an infection. Upon follow up, the pdrn stated the patient was hospitalized for a urinary tract infection and possible sepsis on (B)(6) 2022. The urinary tract infection and possible sepsis were unrelated to pd therapy or the use of any fresenius product(s), device(s) or drug(s). Following presentation of the patient¿s symptoms, peritoneal effluent fluid cultures and a white blood cell (wbc) count were taken in the hospital on (B)(6) 2022, that presented no growth in the culture and a wbc count of 2319/mm3. The patient was diagnosed with peritonitis with two potential causes. It was reported that the suspected cause was attributed to the preexisting uti with potential cross-contamination from the patient. Alternatively, the patient felt hospital staff did not take all aseptic precautions while providing pd therapy during this hospitalization. The patient was prescribed intraperitoneal (ip) vancomycin and ip ceftazidime for two weeks frequencies and dosages for both antibiotics unknown, and an oral antibiotic given to the patient upon discharge, unknown type, dose, frequency and duration. The patient was able to undergo continuous cyclic pd (ccpd) therapy on a hospital provided liberty cycler for the duration of the admission. The patient was discharged to home on (B)(6) 2022 and recovered from this event while remaining asymptomatic. The patient continues ccpd therapy on the same liberty select cycler at home post-discharge. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services taking antibiotics for an infection. Upon follow up, the pdrn stated the patient was hospitalized for a urinary tract infection and possible sepsis on (B)(6) 2022. The urinary tract infection and possible sepsis were unrelated to pd therapy or the use of any fresenius product(s), device(s) or drug(s). Following presentation of the patient¿s symptoms, peritoneal effluent fluid cultures and a white blood cell (wbc) count were taken in the hospital on (B)(6) 2022 that presented no growth in the culture and a wbc count of 2319/mm3. The patient was diagnosed with peritonitis with two potential causes. It was reported that the suspected cause was attributed to the preexisting uti with potential cross-contamination from the patient. Alternatively, the patient felt hospital staff did not take all aseptic precautions while providing pd therapy during this hospitalization. The patient was prescribed intraperitoneal (ip) vancomycin and ip ceftazidime for two weeks frequencies and dosages for both antibiotics unknown, and an oral antibiotic given to the patient upon discharge, unknown type, dose, frequency and duration. The patient was able to undergo continuous cyclic pd (ccpd) therapy on a hospital provided liberty cycler for the duration of the admission. The patient was discharged to home on 2022-05-26 and recovered from this event while remaining asymptomatic. The patient continues ccpd therapy on the same liberty select cycler at home post-discharge. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection." At this time, the reported incident could be attributed to end user error in accordance with the complaint description. The cause of the reported event of peritonitis was attributed to touch contamination.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services taking antibiotics for an infection. Upon follow up, the pdrn stated the patient was hospitalized for a urinary tract infection and possible sepsis on (B)(6) 2022. The urinary tract infection and possible sepsis were unrelated to pd therapy or the use of any fresenius product(s), device(s) or drug(s). Following presentation of the patient¿s symptoms, peritoneal effluent fluid cultures and a white blood cell (wbc) count were taken in the hospital on (B)(6) 2022 that presented no growth in the culture and a wbc count of 2319/mm3. The patient was diagnosed with peritonitis with two potential causes. It was reported that the suspected cause was attributed to the preexisting uti with potential cross-contamination from the patient. Alternatively, the patient felt hospital staff did not take all aseptic precautions while providing pd therapy during this hospitalization. The patient was prescribed intraperitoneal (ip) vancomycin and ip ceftazidime for two weeks frequencies and dosages for both antibiotics unknown, and an oral antibiotic given to the patient upon discharge, unknown type, dose, frequency and duration. The patient was able to undergo continuous cyclic pd (ccpd) therapy on a hospital provided liberty cycler for the duration of the admission. The patient was discharged to home on (B)(6) 2022 and recovered from this event while remaining asymptomatic. The patient continues ccpd therapy on the same liberty select cycler at home post-discharge. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.